Event description:
Related manufacturer reference number: 2017865-2024-03324. Related manufacturer reference number: 2017865-2024-33462. It was reported that the patient developed pericardial effusion post-implant requiring pericardiocentesis. The patient was stable.

Event description:
New information received indicates that the pericardial effusion was developed due to means unrelated to the implanted system and system-related procedure.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-34454 as it was confirmed the pericardial effusion was not caused or contributed to by the implanted system or system-related procedure.